Event description:
Still pain 1 year post-operative. One of the two staples loosened. Mild subluxation occurred. X-ray normal. Spacer explanted.

Manufacturer narrative:
Implantation of cmc spacer in 2007. Very experienced surgeon who used a new method for fixation (staples). One of the two staples loosened. Still pain one year after the implantation. Staples are not recommended in the IFU. Remaining pain one year after implantation, due to incomplete fixation of the spacer (one of two staples loosened). The batch records do not indicate any deviations to specs and the batch met all release criteria. Histological assessment shows no giant cells or distinct signs of an inflammation.